Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely through merlin.net. The implantable cardioverter defibrillator exhibited an error message and the physician suspected a software issue. A firmware download was performed successfully and the error message was resolved. No further information was provided.